Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17752053m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Additional information was received that the account will not be releasing the catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a medical device entrapment requiring surgical intervention. At the end of the procedure, while attempting to remove the thermocool® smart touch¿ bi-directional navigation catheter from the patient¿s body, the physician was unable to straighten the curve, and it became entrapped in the sheath. The patient was sent to the operating room for a vascular intervention. The thermocool® smart touch¿ bi-directional navigation catheter was successfully removed. The patient was reported to be in stable condition. The patient required 1 additional day of hospitalization as a result of the adverse event for surgical recovery. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster, inc. Product malfunction. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The issues of the deflection being stuck and this medical device entrapment have been assessed as reportable malfunctions.

Manufacturer narrative:
Additional information was received on june 21, 2018 on the event. It was reported that the patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs). After completion of the procedure, while attempting to remove the thermocool® smart touch¿ bi-directional navigation catheter from the patient¿s body, the physician noticed that the mechanism was broken and the catheter was stuck in a deflected position. Physician withdrew the catheter out of the heart, while it remained in the deflected position, and to the opening of the short sheath positioned in the femoral vein. Physician attempted to straighten the catheter, but noticed that there was no relationship between movement of the steering mechanism and the catheter tip. Physician attempted to retract the catheter into the sheath without success. Patient was sent to the operating room for a vascular intervention. Manufacturer's reference number: (B)(4).